Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that there was moisture present in the pump. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a casing issue.

Manufacturer narrative:
During the investigation, there was moisture present behind the display lens. The pump powered with the returned battery cap to a blank display with continuous audible tones and continuous vibration. The battery cap was able to fully tighten. The battery compartment was found to be cracked in the thread area and below the grip pad. There was evidence of moisture contamination inside the battery compartment. The pump case was cracked in the lower right hand corner of the display area. A leak test showed a leak at the battery compartment crack. The pump case was removed and there was evidence of moisture contamination throughout the inside of the pump.